Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the physician did yamane-fixation, the haptic had cleanly disconnected from the optic and it was dislocated. Additional information was received stating scleral fixated iol was well centered at post operative day 1 and week 1, but haptic disconnected completely from optic at post operative month 1.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Company multipiece haptics are laser welded. No "glue" is used with the lenses. The disinsertion may be related to the indicated yamane procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Scanned photos were provided. Due to the scanned quality of the photos they were too dark to evaluate for the reported damage. A non-qualified viscoelastic was indicated used with an unspecified company cartridge and handpiece. The company lens is only qualified for use in the company cartridges. The root cause for the haptic disinsertion one month after implant could not be determined. The associated products were not identified, except for a non-qualified viscoelastic. However; as the lens was intact at the initial follow-ups the associated product may not be a contributing factor. Company multipiece haptics are laser welded. No "glue" is used with the lenses. The disinsertion may be related to the indicated yamane procedure/scleral fixation. The IFU (instructions for use) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).